Event description:
It was reported that customer pump screen was cracked, unreadable, and unresponsive. There was no reported impact to the customer¿s blood glucose level. Customer arranged return of device, while replacement pump was provided.